Event description:
It was reported that during the procedure in the proximal left anterior descending artery, a temporary pacemaker was placed. Angiography was performed. A non-abbott guide wire was advanced and crossed the target lesion. A 2.0 x 15 mm non-abbott dilatation catheter was advanced into the patient's anatomy as a catheter to exchange the guide wire. The guide wire was removed and a new non-abbott atherectomy guide wire was inserted into the patient's anatomy. The dilatation catheter was removed and a non-abbott atherectomy device was advanced. A total of (B)(6) runs were performed with the atherectomy device and the device was removed. The patient became hypotensive and intravenous fluids were administered. A 2.0 x 15 mm non-abbott dilatation catheter was then advanced into the anatomy and was not able to cross the target lesion. The device was removed and a new 1.5 x 8 mm non-abbott dilatation catheter was advanced. The dilatation catheter was unable to cross the target lesion and was removed. The atherectomy device was re-inserted and three more runs were performed. It was removed and a 1.5 x 8 mm non-abbott dilatation catheter was advanced; however, this device was also unable to cross the target lesion and was removed from the anatomy. A 1.25 x 10 mm non-abbott dilatation catheter was then advanced and crossed the target lesion. The dilatation catheter was inflated four times and was removed. A 2.5 x 28 mm promus stent system was then advanced into the anatomy and was deployed in the left anterior descending artery. Angiography revealed good result. Post-dilatation was performed with a 3.0 x 8 mm non-abbott dilatation catheter and the device was removed.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. This concluded the procedure in the left anterior descending artery. The same previously used atherectomy guide wire was then advanced into the anatomy. Angiography was performed. The same previously used atherectomy device was advanced into the anatomy. (B)(6). The patient became hypotensive and intravenous phenylephrine, dopamine and fluids were administered. A 3.0 x 15 mm promus rx stent system was advanced into the anatomy and the stent was deployed. Intravenous medications were administered and the patient condition continued to deteriorate. Cardiopulmonary resuscitation was initiated. Intravenous epinephrine was administered. A pericardial effusion was noted and pericardiocentesis was performed. The patient went into respiratory failure and was intubated. The temporary pacemaker was turned off. Left coronary angiography was performed. A non-abbott guide catheter was advanced into the anatomy. Right coronary angiography was performed and a non-abbott guide wire was advanced. The guide wire was able to cross to the target lesion and a 3.0 x 15 mm promus stent system was advanced. The stent was deployed. At this point cardiopulmonary resuscitation continued, including intravenous epinephrine and atropine. The guide wire and guide catheter were removed. The patient condition continued to deteriorate and the patient expired. Dil cath: 2.0x15 apex otw, 1.5x8 apex push otw, 2.5x10 sprinter otw, 3.0x8 quantum apex. Guide wire: iq, rota floppy, medtronic, terumo glidewire, mailman. Inflation: navilyst. Guide cath: 7f xbrc cordis guide, 7f xblad cordis, 5f fl4. Rhv: copilot. Atherectomy: rotalink plus. Other: 1.5 rotalink plus. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vasculars drug eluting stent in the us. There was no reported product deficiency. The reported death, hypotension and cardiac tamponade are listed in the promus instructions for use as known adverse events associated with coronary stenting. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, could not be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling and the treatment appears to be related to the operational context of the procedure.

Manufacturer narrative:
(B)(4).